Event description:
It was reported that prior to surgery, the surgeon console (sc) triggered a non-recoverable error. The instruments were grey on the sc interactive display and the hand controllers could not be unlocked. The issue was resolved after turning the sc off, disconnecting it, and turning it back on after reconnecting it. There was no patient involvement.

Manufacturer narrative:
Preliminary device evaluation: medtronic is leading an evaluation of the reported surgeon console (sc). Review of the provided image notes the first image shows the instrument status screen on the operating room team interface (orti) monitor during a robotic surgical procedure setup. The left side (left hand) shows arm 1: bipolar maryland forceps ¿ status ¿instrumento recto¿ (instrument straight) with a green checkmark, indicating the instrument is properly aligned and ready; arm 2: cadiere forceps ¿ also marked ¿instrumento recto¿, indicating correct positioning. The right side (right hand) shows arm 4: monopolar curved scissors ¿ status ¿instrumento recto¿, showing the instrument is aligned and ready. Another panel indicates ¿reserva disponible¿ (spare available), meaning an additional instrument position or slot is available. The center of the screen shows a diagram of the patient cart with four arms (1¿4) showing their spatial arrangement and a 0° orientation indicator for arm 3, suggesting the instrument rotation angle or alignment. Overall, the display indicates that the robotic instruments are properly positioned (¿straight¿) and ready for operation but they appear and inactive. The second image shows a warning message on the orti monitor: warning: non-recoverable surgeon console error. Restart the surgeon console. If the error occurs again, continue the procedure from the bedside or stop using the system. Further evaluation of the reported surgeon console is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.